Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was dropped from pocket height onto the ground, resulting in a fractured device with a shattered, unusable touchscreen, and the user reported difficulty recovering the broken pieces. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related physical fracture of the touchscreen consistent with impact damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.